Manufacturer narrative:
Literature citation : bengt lind et al. " radiostereometric analysis of the bryan cervical disc prosthesis." A2: mean age : 43 years a3: 11 patients. 9 females and 2 males. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Preoperative diagnoses: cervical radiculopathy due to cervical disc disease. Four patients had had symptoms for 6 months to 1 year, 5 patients for 1 - 2 years, and 2 patients for more than 2 years. Procedure: four radiostereometric modified cervical devices were implanted at c5/c6 and 7 at c6/c7. It was reported in a literature publication that measurable subsidence (vertical translation) was found in 5 patients at 2 weeks, 3 patients at 6 weeks, and 1 patient at both 3 and 6 months. The maximum subsidence for any single titanium endplate was 0.52mm at 2 years. The maximum total (superior plus inferior) subsidence for any functional spinal unit was 0.8mm in the same patient. Some micromotion at the interface between the device and bone remained in 2 patients, even after 3 months.